Event description:
Patient reported an issue with a port not charging correctly. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.